Event description:
It was reported the patient experienced an infection at the lead implant site. The infection reportedly resolved following medication treatment.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.